Event description:
It was reported that during a pci procedure, the balloon contained a pinhole. The 90% stenosed lesion was locate din the calcified and severely tortuous proximal left anterior descending (lad) artery. The physician was able to cross the lesion with a guidewire but was unable to cross the lesion with another manufacturer's balloon catheter. The physician then attempted to use the maverick2 monorail balloon catheter but was unable to cross the lesion. After exchanging the guidewire, a portion of the maverick2 monorail balloon catheter was able to cross the lesion. In an attempt to dilate the lesion, the balloon was inflated to 12 atms on the first inflation, but was unable to maintain pressure. Upon removal, the physician noted that the balloon had a pinhole on the center of the balloon. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is reported as "good".